Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during initial implant procedure, lead exhibited out of range capture threshold and r-wave sensing. Lead was not used and was replaced without any complications. Patient was stable and recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found.